Event description:
The hcp filled with a refill kit. The needle was inserted into the pumkp and a backflow of 9.5 ml was obtained, as expected. The pump was then refilled with 25 ampules of morphine sulfate 30mg/ml and normal saline 10 ml. When injecting the prescribed fluid the needle placement was rechecked by allowing backflow into the filling syringe during the refill procedure. On removing the needle, a swelling was noted over the pump and an "urticarial flush" appeared over the pump site and tracking around the patient's right side following the catheter. A needle was inserted into the pumjp pocket and approximately 10 ml clear fluid was withdrawn. Intravenous naloxone was required at half hourly intervals during the course of the day. Oxygen was adminstered via a mask at 6l/minute. The patient was observed throughout the day and vital signs recorded. During the afternoon a needle was reinserted into the pump to empty it and to record the remaining pump volume. The pump was noted to be completely empty and thus the patient had absorbed 750 mg morphine. Late that day, the pt was transferred by ambulance to the intentsive care unit for observation overnight on a naloxone drip. He was subsequently discharged and readmitted the following week for replacement of the isomed pump with a synchromed ii pump.

Event description:
The hcp reported that the pump was explanted due to a "septum leak." "Immediately after the isomed was refilled, the pump pocket filled with the drug forming an obvious tract. The pt began showing symptoms of overdose." The device was explanted and replaced with another drug delivery pump.